Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a cystourethroscopy with left ureteral stent removal,cystourethroscopy with right ureteral stent removal,left retrograde pyelogram with fluoroscopic interpretation,left ureteroscopy with laser lithotripsy,right retrograde pyelogram with fluoroscopic interpretation,right ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2017. The patient experienced a urinary tract infection.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.